Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted. It remains unknown why the lead was explanted, and whether or not it will be returned. No further information was provided. No additional adverse patient effects were reported.